Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a driveline infection. Purulent drainage was noted during a physical exam with no other signs or symptoms of infection. It was reported that no positive cultures were observed. The patient was prescribed oral antibiotics (augmentin) for 14 days. The event reportedly started on (B)(6) 2015 and resolved on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. (B)(4) was returned on 7/8/2015 for evaluation. Evaluation revealed a white deposition in the outlet stator. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. A root cause for the observed deposition could not be conclusively determined through this evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: (B)(4) was returned in july 2015, because the patient received a heart transplant. However, there was no reported relation to this event.